Event description:
Boston scientific received information that the right ventricular (rv) lead pacing impedance gradually increased to greater than 2,000 ohms. All other lead measurements were reportedly stable. The patient with this rv lead and non-bsc device was to be brought in for further evaluation. To date, no adverse patient effects were reported as a result of this clinical observation.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.